Manufacturer narrative:
Product analysis results: visual analysis revealed both ears/tabs of the spacer had broken off. There were no signs of witness marks on the nose of the spacer indicating that the implant came into contact with anything during attempted implantation. The expanding screw on the backside of the spacer has been back out so far that it will not realign to reengage the threads. This type of damage is consistent with excessive force placed on the tabs during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. F information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the spacer broke. The product came in contact with the patient. No patient complications were reported as a result of the event.